Event description:
It was reported that the device had difficulty converting an arrhythmia. It took multiple shocks to convert. During the event, one of the shocks induced an arrhythmia. The arrhythmia was successfully converted. There was some functional undersensing due to changes in the intrinsic morphology. Also, the shock impedance was high but within normal limits. An x-ray confirmed the electrode placement was not optimal. The doctor explanted and replaced the system. There were no additional adverse patient effects.